Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported error was due to a defective drivetrain motor as a result of an aging component. The autopulse platform is a reusable device and was manufactured in july 2008 and is nearly 11 years old, well beyond the expected serviceable life of five years unrelated to the reported "system error, out of service, revert to manual CPR" error message, a cracked at right upper corner on the top cover of the autopulse platform was observed during visual inspection. The root cause of the physical damage was determined to be user handling as the customer reported that they drop the platform which resulted in the observed physical damages. The damaged cover was replaced. During device archive data review, system error 139 (unable to hold compression position) message was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" error message displayed on the autopulse platform during power on. To remedy the issue, the defective drivetrain motor was replaced. After part replacement , the autopulse was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial # (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. Also, autopulse was dropped and caused damaged top and bottom covers. No patient involvement.